Event description:
The consumer called into customer support to report that, "her nova max link meter is not displaying all the digits of the blood glucose results and not displaying the time". It was reported to nova biomedical that a consumer's blood glucose meter was missing the first digit in the lcd screen. The meter will be returned for eval.

Manufacturer narrative:
The meter will be returned for eval.